Event description:
Consumer reported when using a new pen needle, the insulin has a hard time coming out of needles. Informed caller to always use a new pen needle with each injection and not to store pen needle on pen. Consumer wants the inner shield and tear tab made from bio degradable materials. Not plastic. Lot # 9114902. Catalog# 320881. Date of event unknown. Sample status discard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.